Event description:
Nurse reported that patient was found to be hallucinating. The nurse attempted to test the patient's blood sugar with the aviva system, but was unable to, due to device error within the device's specifications. Paramedics were called and tested the patients blood sugar as "lo" in their meter. The patient was given an IV (contents unknown) and taken to the hospital and kept overnight.